Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/12/2016 with the following findings: evaluation revealed that the cgm history shows evidence of ¿cs223¿ cgm failure warnings. The battery compartment is cracked below grip pad to case seal. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No (223) occurred, unable to duplicate ¿cs223¿ complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on 08/12/2016.